Manufacturer narrative:
Correction to h10 of the initial report. The users complaint of a b31 scope communication error code was not confirmed as it was not reproduced in the device evaluation. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the communication error occurred due to faulty cable. The root cause of the faulty cable could not be identified. The procedure was prolonged by 15 minutes due to replacement with another similar device. The reported phenomena may be prevented by following the below descriptions included in the device insturction manual: "·do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. ·never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. ·never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." Olympus will continue to monitor field performance for this device.

Event description:
Correction to b5 of the initial report. The event was a b31 scope communication error.

Event description:
The customer reported to olympus at the beginning of the procedure, a b30 scope communication error occurred on the hd camera head and would not communicate with the screen causing a 15 minute procedural delay. The procedure was completed with another similar device. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
The device was returned to olympus and the reported issue was confirmed. B30 error code was displayed on the screen due to a faulty cable. Additionally, the evaluation revealed a smashed connector tip. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.